Event description:
I had lasik surgery performed by (B)(6). ((B)(6) is headquartered in the USA). Since the surgery I have developed night vision problems (glare), light sensitivity, and daily dry and sore eyes. I believe I have developed ocular and nasal allergies since the surgery. I have sought therapy through optometrists, ophthalmologist, therapists, and natural health care providers for relief. I have to wear tinted glasses for light sensitivity and am not comfortable driving at night any longer. I have to move closer to the city in which I work to avoid night driving. I feel my life has been very negatively affected by the surgery. I had prior contact intolerance, which should have eliminated me as a candidate.